Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified no break in the shaft of the device. A pinhole was observed in the midshaft just distal to the port area. This section of the midshaft was stretched and damaged. This pinhole was observed when the balloon was inflated normally during analysis at a pressure of 8 atms. The mandrel was returned stuck in the lumen of the device and could not be removed due to the presence of solidified calcification, therefore indicating the device had been used in vivo. There were kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive tensile force having been applied to the shaft. The tip section of the device was visually and microscopically examined and no issues were noted with it's profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)device is combination product.(B)(4)

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The severely tortuous and calcified target lesion was located in the circumflex artery (cx). The lesion was predilated with an unspecified balloon and then a 2.50x20mm promus element stent delivery system (sds) was advanced to the lesion. The physician attempted to deploy the stent at 8atms with an inflation device; however, the stent failed to expand and deploy. The device was removed from the patient and it was noted that the proximal portion of the shaft was fractured. The procedure was successfully completed with a different device with no patient complications reported. The patient¿s current condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The severely tortuous and calcified target lesion was located in the circumflex artery (cx). The lesion was predilated with an unspecified balloon and then a 2.50x20mm promus element stent delivery system (sds) was advanced to the lesion. The physician attempted to deploy the stent at 8atms with an inflation device; however, the stent failed to expand and deploy. The device was removed from the patient and it was noted that the proximal portion of the shaft was fractured. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.